Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Tandem technical support arranged for a one-time pump replacement with updated software to resolve the issues.